Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye due to unexpected post-op refraction in a secondary procedure. It was stated that the patient presented with cylindrical undercorrection of 1.5 diopter, and the physician indicated that the iol was of wrong power. The patient had complained about glare from headlights and halos around lights in the left eye. In addition, the patient experienced blurry and foggy vision, and difficulty with near and distance vision in the left eye. On examination, visually significant cataract was observed in the left eye. The iol was explanted in a secondary procedure and replaced with a non- amo lens with 11.0 diopter power. There were no complications during the explant procedure. The patient was prescribed routine medication pre and post operatively. The patient was noted to have no issues post explant.

Manufacturer narrative:
(B)(4). Patient was a long-time rigid gas permeable contact lens wearer prior to cataract surgery. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.